Event description:
It was reported that during the a basilar artery (ba) stenosis procedure, the operator used a balloon to pre-dilate and then delivered the subject stent through the balloon catheter. After positioning the subject stent at the lesion, the operator attempted to adjust its position. During this process, the subject stent did not retract with the delivery wire. Digital subtraction angiography (dsa) imaging showed that the marker on the delivery wire had migrated, but the subject stent had not. Suspecting that the subject stent might have deployed inside the balloon catheter the operator withdrew the balloon and the subject stent together. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was returned for analysis in a deployed condition. The stent was inspected and noted to be slightly deformed. The stent delivery wire (sdw) was separately returned and was noted to be kinked/bent. The introducer sheath was not returned for analysis. Given the event description which notes that the stent was initially advanced near the lesion and the stent system was then retracted but the stent did not retract with the sdw, it is possible that the stent was initially advanced close to the balloon catheter tip. The inner diameter (ID) of the balloon catheter shaft is 0.0166" (minimum) meaning a stent will advance as far as the tip. However, the ID of the balloon catheter tip opening is 0.0160" which this is less than the recommended ID per the neuroform atlas dfu [which suggests a minimum shaft/opening ID of 0.0165"]. It is possible that a combination of the tortuosity of the anatomy and the narrow tip opening led to the stent sticking in the tip and failing to retract when the sdw was retracted. The user would experience resistance while attempting to retract the device and, due to this resistance, damage may occur to the stent and sdw. This is one possible explanation to explain the analysis findings. In addition, the internal profile of the balloon catheter hub is not ideal for transfer of the subject stent from the introducer sheath into the catheter lumen. Selection of the balloon catheter is likely to have been a significant contributory factor in the difficulties reported when attempting to deploy the subject stent in this instance. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was visually confirmed. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that the operator used a balloon catheter to pre-dilate first and then delivered the subject stent through the balloon catheter. After the stent reached the lesion, the operator adjusted the position and during this procedure he withdrew the stent but the stent was not retracting together with the delivery wire. Digital subtraction angiography (dsa) showed the marker of delivery wire migrated but the stent was not migrated. The operator felt the stent might be deployed inside the balloon catheter, so he withdrew the balloon catheter and the subject stent as a whole. An assignable cause of use error has been assigned to the as reported/as analysed stent deployed prematurely during use and as analysed sdw kinked/bent and stent deformed codes. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications. However, there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the a basilar artery (ba) stenosis procedure, the operator used a balloon to pre-dilate and then delivered the subject stent through the balloon catheter. After positioning the subject stent at the lesion, the operator attempted to adjust its position. During this process, the subject stent did not retract with the delivery wire. Digital subtraction angiography (dsa) imaging showed that the marker on the delivery wire had migrated, but the subject stent had not. Suspecting that the subject stent might have deployed inside the balloon catheter the operator withdrew the balloon and the subject stent together. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.